Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Detailed product information and event details were not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort. Device evaluated by MFR: the flexima all purpose drainage catheter was returned for analysis. Only a section of the stent was returned for the analysis. It was observed that the hub of the stent was detached. The leak test cannot be performed due to the hub detachment.

Event description:
It was reported that a broken hub occurred that required device replacement. A flexima all purpose drainage catheter was successfully implanted. However, the drain fractured at the hub after the patient was sent home which resulted in undesired sensations. The patient was required to return to the hospital for device removal and replacement with a new drainage catheter. It was further reported the tube was broken and leaking and all parts were removed from the patient. The fracture was located at the junction where the blue section of the flexima drain meets with the white section.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Detailed product information and event details were not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that a broken hub occurred that required device replacement. A flexima all purpose drainage catheter was successfully implanted. However, the drain fractured at the hub after the patient was sent home which resulted in undesired sensations. The patient was required to return to the hospital for device removal and replacement with a new drainage catheter.

Event description:
It was reported that a broken hub occurred that required device replacement. A flexima all purpose drainage catheter was successfully implanted. However, the drain fractured at the hub after the patient was sent home which resulted in undesired sensations. The patient was required to return to the hospital for device removal and replacement with a new drainage catheter. It was further reported the tube was broken and leaking and all parts were removed from the patient. The fracture was located at the junction where the blue section of the flexima drain meets with the white section.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Detailed product information and event details were not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.